Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was a peroneal revascularization, via contra lateral groin access. There was plaque shift or a clot piece dislodged during loading/removal and or cutting with the silverhawk resulting in a shutdown of the peroneal and posterior tibial arteries after 2 passes in the proximal peroneal artery. Post-dilation with balloon did not recover flow. Physician chose to admit the patient for an overnight tpa drip.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the silverhawk device was received. The torque shaft did not exhibit any damage or deficiencies relevant to the reported event. The cutter head assembly was located within the distal tip assembly lumen. There was approximately 3mm of unidentified collected biological material in the lumen. The torque shaft was flushed with water via the handle assembly flush port. The cutter driver back switch was turned on and the thumbswitch was pulled back to activate the motor. When the motor started, the torque shaft twisted and rendered the device untestable for further functional evaluation.